Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the device. However, omsc could not reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the video connector was not sufficiently dried or was attached with foreign material. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was returned to the factory of olympus medical systems corp. (Omsc) for inspection. The inspection confirmed followings; the reported event was not reproduced. As a result of connecting and operating the endoscope according to the instruction manual of the device, there was no abnormality. There was no abnormality in the appearance. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that a connection error was displayed and the endoscopic image was sometimes not displayed during preparation for use. This device was used in combination with two endoscopes, enf-v3. The procedure was completed. Reportedly, this problem has been occurring for about half a year. Every time this problem occurred, restarting the power of the device solved the problem. There was no report of patient injury associated with this event.